Manufacturer narrative:
H3: methodology / results: visually, there was no damage in the construction of the device. However, there was yellow-brownish colored contamination on the cuff balloon on the distal end of the device and surgical tape around the outside diameter of the clamp shell on the proximal end of the device. A syringe was used to inject 15cc of air into the cuff balloon and there were no issues with inflation or deflation. The cuff was re-inflated and deflated multiple times with no issues. For further analysis, a leak test was performed by submerging the cuff and inflation assembly, at separate times, under water and no bubbles (leakage) occurred. Under magnification, no punctures were observed in the cuff. Electrically, for additional analysis, resistance from end to end shall be less than 200 ohms and the actual measurements were 16.6 ohms (blue), 32.1 ohms (blue with white stripe), 22.9 ohms (red), and 31.4 ohms (red with white stripe) which all electrodes were in specification. A review of the global complaint data showed no other complaints about this lot number. Conclusion: in the returned condition, there was no out of specification condition that was related to the comp laint. H6: previously added codes b17 and c20 are no longer valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during thyroidectomy procedure, after the anesthesiologist put the trivantage tube into patients trachea, they found that the cuff was leaking air but the leakage speed was slow so they did not change to another trivantage instead they kept adding air into the cuff during procedure. But actually the anesthesiologist did not apply any devices to keep detecting the pressure of the endo cuff. There was no product damage and the procedure was completed with the reported product(s). There was no patient impact reported. On follow-up, it was reported that the cuff and tube checked prior to use to ensure proper functionality, customer used an empty syringe instead of a pressure detecting device. The anesthesiologist had tested the cuff prior to intubating the patient, but they did not find any problem. The issue occur after the cuff of the tube was inflated and the airway was established. The leak evident when trying to inflate the cuff to establish the airway during the intubation process and the leak was not very evident. About 5 c.c air is used to inflate the cuff. The cuff of the tube deflated prior to repositioning, then re-inflated once the patient/tube was settled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.